Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2017 with the following findings: a review of the black box indicated reboots had occurred. There was no physical damage found to the battery cap or battery compartment. The battery cap secured properly and the pump powered on normally. The pump was exercised for 24 hours with no power interruptions occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that there was moisture on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).